Event description:
It was reported that the customer inadvertently delivered a bolus via the pump after administering a manual injection. Subsequently, customer¿s blood glucose decreased to 31mg/dl. Customer required assistance addressing bg level with glucagon. Additionally, the wake button was delayed in responding to touch. Reportedly, customer continued to use the pump for insulin therapy and also had manual injections available.